Manufacturer narrative:
Although it is unknown which of the devices led to the event, we are filing this report for notification purposes. Following devices were involved: part# lot# 5431414, (B)(4). 5431415, (B)(4). PMA 510(k): above mentioned parts are not approved for use in the us, however like devices with part# 5531414 (510k# k150178 and upn (B)(4) and 5531415 (510k# k150178 and upn (B)(4)) is approved for the us market. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-op diagnosis:spinal canal stenosis, pseudarthrosis procedure: posterior fusion levels implanted: t9-l1 it was reported that on unknown date, post-op, the vertebral collapse at t11 progressed and the screws backed out at t9-t10. Back pain developed in the patient due to thoracic kyphosis. Revision surgery was performed for removal of the implants and extension of the fixation range.